Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and post lumbar laminectomy syndrome via a manufacturer¿s representative (rep). The rep reported that the battery had been taking longer to recharge and the patient had now gone a month without charging or using the system. The rep reported that the battery was dead. The rep reported that the patient had good coverage with the system but pain was increasing/stimulation was less effective. The rep reported that they were unable to interrogate the battery and patient without charging at meeting system so unable to complete device reset. The rep reported that the patient was to schedule a replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the battery taking longer to recharge and stimulation being less effective was not determined.